Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. Tandem technical support (cts) performed a system check while an occlusion occurred, and the cause could not be determined. Reportedly, customer changed pump supplies and resumed insulin delivery. The customer's blood glucose level was 138 mg/dl.